Event description:
A peripheral atherectomy procedure commenced to treat a plaque lesion in the patient's distal popliteal artery. The physician chose a spectranetics turbo elite laser atherectomy catheter to treat the patient. During the procedure, it was discovered that the device's distal marker band became detached within the patient. The physician attempted to retrieve the marker band with a snare, but was unsuccessful. The marker band was successfully retrieved from the patient using a quickclear device. The procedure was completed with no reported patient harm. This report captures the turbo elite device in use when its marker band detached within the patient, requiring intervention.

Manufacturer narrative:
Relevant tests/laboratory data unk. Other relevant history unk. The device was not returned to the manufacturer, thus an investigation could not be completed.